Event description:
A report received from the USA reporting the inability to remove the cutter from the device. The device was not being used in surgery. It is unk if injury or medical intervention were reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).